Manufacturer narrative:
Citation: van gils et al. Early stent frame thrombosis complicating transcatheter valve in transcatheter valve implantation. Eur heart j. 2016 dec 9. Doi: 10.1093/eurheartj/ehw538. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with severe low-flow low-gradient stenosis of a bicuspid valve who underwent implant of a 29-mm medtronic evolutr bioprosthetic valve (serial number not provided). During valve deployment hemodynamic compromise created positioning difficulty which resulted in too deep an implant position and subsequent paravalvular leak (pvl). A second 29-mm medtronic evolutr bioprosthetic valve (serial number not provided) was implanted in a higher position resolving the pvl. Thirty days post-implant a large thrombus was noted at the interface of the two valves. Oral anticoagulation was prescribed which resolved the thrombus over four months. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.